Event description:
It was reported that two wands were completely rigid and would not bend. The procedure was completed using a competitive device (radenoid blade and suction bovie). No patient harm or other complications reported. Complaint 1 of 2 (ref. (B)(4) for 2nd device).

Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. There was a relationship found between the returned devices and the reported incident. The returned devices were found to have shafts that exceed the bending force range. The complaint was verified and the root cause is due to a workmanship related issue.